Manufacturer narrative:
Concomitant medical products: 5568-45, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was lower than the cardiac resynchronization therapy defibrillator's (crt-d) programmed lower rate. The crt-d remains in use. No further patient complications have been reported as a result of this event.